Event description:
It was initially reported that the physician's handheld was not functioning properly and there was a suspected "short" in the serial adaptor cable. No further information was provided. (B)(4) attempts for more information and product return have been unsuccessful to date.

Event description:
Additional information was received that the handheld was lost by the physician and will not be returned to the manufacturer for evaluation.